Event description:
Pt was revised to address a hip that fractured 4-5 weeks ago and has since become infected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.